Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 10/03/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 9/12/2013 with the following findings: the pump was found to have audible tones upon powering up however the pump did not have vibration. The pump settings were confirmed to be set to vibrate and the vibration motor was unresponsive. The pump cover was removed and the vibration motor was found to be unresponsive. A test case was used and the pump vibration was found to be fully functional. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored. The display screen was replaced with a test screen and the display returned to normal.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged that the pump vibration feature is not working. This was noticed when the father tried to give a correction for a blood glucose (bg) of 530mg/dl and noted the vibration did not work. Patient¿s mother gave 1 unit of insulin through the syringe to cover for the high bg. Current bg is 447 mg/dl with no symptoms. Customer support (cs) guided mother through changing all functions from vibration to high audio, and confirmed patient has alternate form of insulin delivery until the replacement pump arrives. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.